Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator exhibited undersensing. Upon interrogation. It was noted that under sensing on prior episodes that caused a delay in patient therapy.